Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). A product development investigation was performed for the two 4.5mm stainless steel self-tapping cortex screws. Since these screws are broken and the entire devices not returned, exact part numbers could not be identified. Half of one screw and a fragment of the other were not received for evaluation. These screws belong to part family 214.814-214.945. A review of the device history records was unable to be performed since the lot numbers were unknown. Tabulated screw drawing 214_814 (for part family 214.814 - 214-945) was reviewed during this evaluation. No product design issues or discrepancies were observed. The complaint condition is confirmed. The root cause per the complaint description is "while putting in four screws through a 4.5mm large fragment locking plate, the screws hit a non-synthes retrograde femoral nail." The returned devices were determined to be suitable for the intended use when employed and maintained as recommended. This report is for two, unknown, 4.5mm stainless self-taping cortex steel screws which broke during insertion. Other number¿UDI: part number unknown, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information and clarification was received on august 24, 2016. It was reported that four screws malfunctioned during an open reduction internal fixation surgery on (B)(6) 2016. The patient was initially implanted with non-synthes devices on unknown date for a femur fracture. Malunion was discovered on an unknown date and the patient was revised with synthes and non-synthes implants on (B)(6) 2016. While putting in four screws through an unknown synthes 4.5mm large fragment locking plate, the screws hit a non-synthes retrograde femoral nail. Two screw shafts stripped and two screws broke. One screw broke into two pieces. The second broken screw generated a fragment which was easily removed without additional medical intervention. All four screws were easily removed and were replaced. The surgery was successfully completed without surgical delay. This report is for two, unknown, 4.5mm stainless self-taping cortex steel screws which broke during insertion. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Was inadvertently populated. Due to the intra-operative events, the device was not successfully implanted. As such, no implant date is applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for one unknown screw that reportedly broke during insertion. Part and lot numbers were not provided for reporting. Due to the intra-operative events, the device was not successfully implanted. As such, no implant/explant dates are applicable. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. It should be noted that only one half of the reported screw was received for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that four screws malfunctioned during an open reduction internal fixation surgery on (B)(6) 2016. Patient was initially implanted with non-synthes devices on unknown date to treat a femoral fracture. Malunion was discovered on an unknown date and patient was revised with synthes and non-synthes implants on (B)(6) 2016. While inserting four screws through an unknown synthes 4.5mm large fragment locking plate, the screws hit a non-synthes retrograde femoral nail. Three screw shafts stripped and one screw broke into two pieces. No fragments were generated. The screws and screw pieces were easily removed without intervention and were replaced. The surgery was successfully completed without surgical delay. No patient harm was reported. This report is for one unknown screw that reportedly broke during insertion. This report is 1 of 1 for (B)(4).